Event description:
The event is reported as: complaint alleges that tubing was mistakenly connected to the pt IV tubing. Complaint states the following: pt was to received antibiotics in the morning. IV tubing was connected properly. Oxygen tubing with carbon dioxide connector had been sent up to the floor after pt had a gi procedure. Attending nurse connected the carbon dioxide connection onto one of the IV tubing connections which diverted some of the medication into the IV tubing and into the pt's nose. Pt current condition is unk. A medwatch report was received for this issue.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.